Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc unit had shown error code 800.8000 during an infusion. The clinician claims that the unit would not run for more than twenty (20) minutes. Per clinician, "after every twenty(20) minutes, the unit would alarm and stop infusing". There was no information on patient outcome. Although requested, further information was not provided.

Event description:
It was reported that the pc unit had shown error code 800.8000 during an infusion. The clinician claims that the unit would not run for more than twenty (20) minutes. Per clinician, "after every twenty(20) minutes, the unit would alarm and stop infusing". There was no information on patient outcome. Although requested, further information was not provided.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an error code 800.8000 was not determined because no products or device logs were returned.